Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and an absorbable hemostat was rolled and placed in the operative area and left in place. One day after the procedure, the patient experienced swelling at the site. The surgeon opined it was a hematoma. The patient underwent a reoperation and fluid was found around the absorbable hemostat, not a hematoma. The fluid was drained from the site, the absorbable hemostat was removed and the tracheostomy was closed. The patient¿s current status is stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.